Manufacturer narrative:
Findings: no button error alarm noted. Pump had no button response due to corroded keypad trace. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 223 mg/dl. The customer stated that when entering the carb amount for the pump the numbers kept scrolling up. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.